Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the site reached out about a newly implanted patient whose power sources came into contact with stool. It appeared that on the system controller side, there was some contamination, so a controller exchange was planned. No equipment will be returning due to contamination.

Manufacturer narrative:
Section h6: health effect - impact code corrected manufacturer¿s investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6)) becoming contaminated with stool was not able to be confirmed through this analysis. Provided information indicated that the controller would be exchanged in response to the contamination. The controller was not returned to abbott, and no photos or log files were submitted for review. The root cause of the reported contamination could not be conclusively determined. The device history records showed that the system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.